Event description:
Additional information received for report mw5145391 on 09/25/2023 to update the manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Description of event: the patient reported that their medical alert necklace had a metal part that went through it that broke. The patient stated that this was about the 3rd time this metal part broke off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received for report mw5145391 on 09/25/2023 to update the manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).